Event description:
It was reported that telemetry was not consistent, even after replacing the rf (radio-frequency) head. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event. Interrogation using a known good rf (radio-frequency) head, as well as manipulating the connector that the rf head cable connects to, was successful, with no issues found. A loose ECG (electrocardiogram) connector, missing hinge plate screws and keyboard screw, and broken latch tabs on the cord door were found. The power cord was missing, and multiple system errors were also noted in the programmer history log, which were unrelated to the intial reported event. (B)(4).